Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of an right ventricular (rv) lead the physician experienced positioning difficulty and a stylet could not be passed through the proximal end of the lead. The lead was not implanted and a replacement was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the stylet. A fresh 14-58 gray stylet was inserted in the lead and came to an occlusion at 1.5 cm. The distal conductor was distorted from over rotation of the helix in the connector leg causing the occlusion. If information is provided in the future, a supplemental report will be issued.